Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/04/2024, it was reported that the patient was waiting for dinner when he noticed that the cgm reading was 100 mg/dl. The patient ate a donut to raise the blood glucose reading, but suddenly passed out without any warning symptoms. The mother received a notification on her follow app that the patient was getting a low cgm reading, and immediately checked on him, and found him unconscious. The emergencies were called and when the paramedics arrived, the patient was treated with intravenous d50 glucose fluids, and was also given a small package of d50 for patient to ingest orally, however the patient spit this out. According to the mother, when paramedics took a fingerstick the cgm reading was 66 mg/dl, and the blood glucose reading was below 40 mg/dl. The patient regained consciousness at round 6:30 pm after hearing his dog bark and the paramedics advised the patient to eat a peanut butter sandwich and apple juice to raise the glucose level. They monitored his vitals until he was stable and left after, the patient was not brought to the hospital. Around 7:00 pm on the same day, the tandem pump was giving high readings of 400 mg/dl. A fingerstick was taken and the blood glucose reading was 200 mg/dl. The patient was not able to calibrate and left the sensor and left the sensor on. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.